Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device started normally but after the needle had entered the bone it stopped immediately. At first the led was green, but later it did not light up at all. No pressure was applied to the needle or bone. The intraosseous access had to be established with the help of another power driver which delayed the necessary treatment of the patient. Additional information: there was approximately a 5-minute delay. The user is aware of manual placement. Another io was placed in the right tibia with the 45mm ez-io needle. Vascular access was attempted in the right elbow prior to the io. The driver is stored in a module bag with the normal click holder in the backpack. Regular battery checks were not carried out. According to the instructions it is not necessary to check the driver's drill as the battery level is reduced if the trigger is press too often. Two issues occurred: the driver stops during use and the needle broke during manual insertion.

Event description:
It was reported that the device started normally but after the needle had entered the bone it stopped immediately. At first the led was green, but later it did not light up at all. No pressure was applied to the needle or bone. The intraosseous access had to be established with the help of another power driver which delayed the necessary treatment of the patient. Additional information: there was approximately a 5-minute delay. The user is aware of manual placement. Another io was placed in the right tibia with the 45mm ez-io needle. Vascular access was attempted in the right elbow prior to the io. The driver is stored in a module bag with the normal click holder in the backpack. Regular battery checks were not carried out. According to the instructions it is not necessary to check the driver's drill as the battery level is reduced if the trigger is press too often. Two issues occurred: the driver stops during use and the needle broke during manual insertion.

Manufacturer narrative:
(B)(4). The DHR file is not available for review. The certificate of compliance certifies that the aforementioned lot meets the lake region medical (viant) quality system requirements and specifications. This product has been manufactured and controlled by lake region medical (viant) in accordance with the FDA qsr and iso 13485:2003. A review of the certificate of conformance found that the needle set passed all the release criteria. The device was released in (B)(6) 2019 and is approximately 9 months old. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.